Event description:
It was reported while using bd posiflush¿ normal saline syringe, in 10 ml syringe the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting what they state look to be manufacturing defects with (B)(4). The first 10ml syringe I pulled from the drawer had the end of the plunger misshapen. It looked as if it was not lined up correctly as it went through machinery that was cutting the outer wrapping and stamped the end of it. I threw it in the sharps box, thinking it was a one off. A couple of other syringes pulled out had the barrel with a curving shape. I was concerned on whether this impacted the integrity of the seal of the plunger. I spoke with hcp and we looked at several of them, some would be easy to overlook the defect if you were not specifically looking for it.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 306547 and lot number 3003883. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.